Event description:
Reporter indicated that a vns patient was unable to be interrogated. The patient had previously been interrogated several weeks before, and had been interrogated successfully six months previously when the end of service indicator was no. A battery life estimate performed yielded approximately 1.06 years remaining on the generator. Further attempts for information are in progress.